Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a left hip procedure the liner would not lock with the shell. The procedure was completed with a different liner. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The liner was returned and evaluated. Visual inspection of the returned liner shows several of the scallops with gouges and indentations . Further examination also reveals a portion of the liner shows several gouges and dings. No dimensional analysis was conducted due to the condition of the returned liner and with liner being impacted. Device history record was reviewed and no discrepancies were found. A definitive root cause for the reported event could not be determined with the information available. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.